Manufacturer narrative:
(B)(4). The incident occurred during a tpe procedure on a ttp pt. Less than 30 minutes into the run, an alarm occurred and the nurse noticed foam and bubbles in the return line starting below the reservoir. No air had been returned to the pt. According to the operator, the reservoir filter was full of platelet aggregates. The caridianbct support specialist recommended to abort the procedure without rinseback and discussed the caridianbct guidelines for inlet/ac ratios and the rationale behind it. A caridianbct field performance team member reviewed the run data file. There were two 'inlet pressure was too low' alarms that occurred at 23 minutes into the run. At 25 minutes, a 'reservoir low level too late' alarm occurred, which asks the operator to verify that there is no air in the return line. Centrifuge images from this run clearly show clumps in the interface, which would be consistent with clumping seen in the reservoir filter. This disposable set was unavailable for specific root cause analysis. From the complaint description and pictures, the procedure was under-anticoagulated for the pt physiology, resulting in platelet clumping which complicated the procedure completion. Caridianbct has updated the spectra optia essentials training guide to include info for the operator relating to causes of air to be present within the disposable set. A confirmation screen is also generated if the alarm recurs within 400 ml of return volume, and prompts the operator to check the return line for air before resuming the procedure. Conclusion: the event was caused by inadequate anticoagulation.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. Low level sensor detected excess fluid alarm and operator observed air in the return line. This report is being filed due to the potential for air being returned to the pt.